Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray, catalog #: ni, lot #: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03216, 0001822565-2018-03215. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial knee procedure. Subsequently, patient reported that the tibial plate had come apart and is scheduled for a revision procedure in the future. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Cmp-(B)(4). Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.